Manufacturer narrative:
Initial.

Event description:
It was reported that the user consumed iced tea and three garlic knots, after which blood glucose rose from 108 mg/dl to 275 mg/dl before trending down to 180 mg/dl, and the user noted experiencing similar post-meal rises prior to pump adjustments; the user requested education on sensitivity to carbohydrates and snack/meal announcements, and there was no device malfunction identified with insufficient information to attribute a device problem or component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.